Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: review of the black box showed dates from (B)(6) 2016 to (B)(6) 2016; black box data from date/time of the complaint has been overwritten due to continued use. The available black box data did not reveal any evidence of short battery life. On investigation, the pump powered on with no issues. Electrical current draws measured within specifications. A battery life issue was not duplicated during investigation. Removed pump cover; no evidence of internal moisture or loose components identified inside the pump. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Unrelated to the original complaint, the battery compartment is cracked at case seal to left of bumper pad. (B)(4).